Event description:
It was reported that poor sensing and high thresholds were observed. It was noted that the patient lifts weights and that the lead had dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.